Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion containing a >45 and <90 degrees bend was located in the mildly calcified left anterior descending artery. A 20 x 4.00 promus elite drug-eluting stent was advanced but could not negotiate the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target lesion was 80% stenosed and the vessel was moderately tortuous. Pre-dilatation was performed. The haemostatic valve was fully open to allow for easy passage of the stent but the device had difficulties advancing inside the guide catheter. There was a guidezilla guide extension catheter in the vessel.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR: p elite ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found issues. The entire stent was bunched into the distal half of the balloon. Due to the extent of the damage it was not possible to obtain an undamaged outer diameter. The balloon cones were reviewed and, although there was no evidence of positive pressure having been applied, the proximal balloon cone was not tightly wrapped. No issues were noted with the distal balloon cone. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found issues with the distal shaft which was damaged and showed stretching (necking) at multiple locations. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion containing a >45 and <90 degrees bend was located in the mildly calcified left anterior descending artery. A 20 x 4.00 promus elite drug-eluting stent was advanced but could not negotiate the lesion and the stent strut got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.